Event description:
A 64-year-old female transferred (B)(6) 2025 from an outlying hospital to (B)(6) hospital following an unwitnessed fall with subsequent aphasia and right-sided weakness. Patient was recently discharged ((B)(6) 2025) following an admission for nstemi and gi bleed. Cta head and neck identified an m1 occlusion. On initial assessment at smh, nihss of 23 with forced gaze deviation and facial droop on the right, 0/5 on right upper and right lower extremity, hemianopia/no blink on the right. She was not a candidate for tnk due to recent gi bleed and patient was taken to the interventional radiology suite for mechanical thrombectomy. With some difficulty, the stent at the origin of the left common carotid artery was successfully negotiated. Upon removal of the internal catheter from the sheath, the tip of the device was noted to be sheared off. Contrast injection demonstrated minimal flow into the left middle cerebral artery as well as the left anterior cerebral artery due to the fragment. Attempts to retrieve the fragment were unsuccessful followed by gross subarachnoid hemorrhage. Subsequent coil occlusion of the left internal carotid artery was performed to control bleeding. At this point, the procedure was abandoned and no attempt to perform mechanical thrombectomy could be made. Post-procedure patient remained intubated, not sedated, requiring 4 vasopressors. Pt with no cough/no gag/no corneal reflex. Pupils 7mm and nonreactive bilaterally. Discussion with spouse/family given hemodynamic instability and unlikely meaningful outcome, family decided to transition to comfort care and patient expired (B)(6) 2025.